Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer was encountering a repeated error c-34 when applying monopolar energy. The customer tried to power cycle the vio integrated change, generator unit (iesu) with no change but they were continuing with the procedure. The customer may retrieve a force triad generator to replace the iesu. The procedure was completing as planned with no reported injury. At this time, it is unknown if the customer swapped out the iesu for the third-party generator to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received the iesu to perform failure analysis (fa). Fa was able to confirm the issue via system logs and reproduce the issue when the iesu was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel had a crack on left top side.